Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. The account reported that the patient developed significant vasoplegia following the implant surgery and was not responding well to medication and dialysis. The patient ultimately expired on (B)(6) 2021 due to splanchnic/mesenteric thrombosis. The death was not considered to be device related and an autopsy was not performed. It was also communicated that heartmate 3 lvas, serial number (B)(6), would not be returned for evaluation. The hm3 lvas IFU lists potential adverse events, including peripheral thromboembolic event, that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists thromboembolism as a potential late postimplant complication. Furthermore, the IFU provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The patient passed away from probable splanchnic/mesenteric thrombosis. The patient had significant vasoplegia and was non-responsive to drugs and dialysis.